Event description:
It was reported that during a transcatheter aortic valve implant procedure, there was difficulty advancing the delivery catheter system (dcs) past the abdominal aorta of the patient. While making attempts to advance the dcs, it was identified that transition between the capsule and nosecone of the dcs had "bowed." Subsequently, the dcs was removed from the patient's body. External inspection of the dcs revealed that there was tissue inside the capsule of the dcs. Subsequently, a new valve and dcs were utilized to complete the procedure after a 18 fr (french) non-medtronic introducer sheath was inserted into the patient. A 5-minute procedural delay occurred due to the event. Per the physician, the patient's tortuous and calcified anatomy contributed to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.